Event description:
The customer reported that the system displayed a generator error. The site rebooted the system and completed the procedure.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep pulled the error logs and noted that there was a can arc error. He performed filament calibration on the system. The system functions as intended.